Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an occlusion alert while using the infusion set, and the issue was resolved after performing a complete supply change when insulin was nearly depleted. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery after the supply change with no reported long-term impact. Customer care provided troubleshooting and education with the user regarding supply replacement. Investigation of this case revealed that the event was consistent with an infusion-line occlusion related to the infusion set that resolved after replacing supplies, with no further device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion related to expendable components.